Event description:
Customer stated the device reads "lo" after inserting strip before testing. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.